Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late onset. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that they experienced ¿a lump¿, ¿pain¿, ¿breast bone that causes inflammation¿, ¿when pressed on boob it is inflamed and tender," and "¿small amount of fluid." The device remains implanted.